Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use - previous corneal or refractive surgery/ lower ecd. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -12.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced low vaulting. On (B)(6) 2023 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as unknown. "Good vaulting with new lens, normal iop, no complaints".